Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was not sure if the insulin pump was delivering the insulin properly. It was stated that the customer experienced high blood glucose and had taken a high dose of insulin. It was also reported that the device did not alert the customer during prime when the piston touch the reservoir. It was mentioned that the customer was disconnected since september and back up on manual injections. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.